Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty cycler and the patient diagnosis of peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty cycler and the peritonitis. Additionally, there is no report of a malfunction or deficiency related to this event. The pd effluent culture did not grow after 5 days, so it is unknown how the patient developed peritonitis. It is unknown if the patient utilizes proper aseptic technique for set up of pd supplies. Based on the available information, the cause of the peritonitis cannot be determined. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 12/17/2018 this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy reported that he had been hospitalized with the flu, a cough, a high fever, and abdominal pain. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018. The patient was hospitalized on (B)(6) 2018 for peritonitis. The patient presented with abdominal pain, high fever, cloudy and bloody effluent. At the time of hospitalization, the patient was also taking over the counter (otc) medications since early (B)(6) for flu and cough. At the time of admission, the patient¿s white blood cell count was 1040 (unknown units). The patient was started on antibiotics of ampicillin for two weeks (route, dose, and frequency unknown). The pd effluent culture (unknown draw date) had no growth after five days; however, the sputum culture was positive for prevotella melaninogenica. Further hospital course is unknown. The patient was discharged (B)(6) 2018. The patient¿s abdominal pain was mild but not resolved and a repeat wbc count was 199 (unknown units and draw date). According to the pdrn, the cause of the blood in the effluent could possibly be the result of the patient completing yard work that day and utilizing a leaf blower.